Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. The device was returned for evaluation. A visual examination of the returned device found that the balloon was tightly folded with the stent attached. No issues noted with balloon or stent. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent premature deployment occurred. The patient was under local anesthesia. The more than 95% stenosed target lesion was located in the too tortuous left subclavian artery. An 8.0x20x135cm express ld vascular stent balloon expandable was selected for treatment. During the procedure, the micro-guide wire was selected and placed at the distal end of the lesion. The stent of the vascular stent system was pre-installed along the guidewire. The balloon was dilated, and angiography was performed. Consequently, the stent was deployed in advance due to vessel was too tortuous. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the device was not implanted inside the patient and was removed from the patient.

Event description:
It was reported that stent premature deployment occurred. The patient was under local anesthesia. The more than 95% stenosed target lesion was located in the too tortuous left subclavian artery. An 8.0x20x135cm express ld vascular stent balloon expandable was selected for treatment. During the procedure, the micro-guide wire was selected and placed at the distal end of the lesion. The stent of the vascular stent system was pre-installed along the guidewire. The balloon was dilated, and angiography was performed. Consequently, the stent was deployed in advance due to vessel was too tortuous. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.